Event description:
It was reported that an update prompt appeared at the beginning of the interrogation for the mobile programmer application. The update was bypassed, and the interrogation was completed; however, an hourglass appeared when attempting to save the report, and the clinician was unable to do so. They also needed to program the patient out of magnetic resonance imaging (MRI) mode, but an hourglass appeared there as well. Troubleshooting steps were taken to include confirming that wireless fidelity (wi-fi) was on, attempting to update the application through the catalog, and verifying the connection, although the application repeatedly displayed ¿no internet connection.¿ the host tablet was rebooted, wi-fi was rechecked, and additional attempts were made to access the catalog, which continued to fail. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.